Event description:
Customer reported a leak in the blood tubing. Event date and time is unknown. No patient harm or medical intervention reported. Disposable received. Investigation completed and identified a tear in the silicone segment near the lower fitment. Visual inspection showed no anomalies. Functional testing was performed and leak was confirmed at the silicone tubing. Customer complaint was verified. Root cause was not identified.

Manufacturer narrative:
(B) (4). This report was filed by the MFR.